Event description:
As initially reported by a healthcare professional stating that consumer had pain using contact lens and visited and was symptomatic with blepharospasm, eyelid edema, abundant white-purulent secretions on the eyelashes. Central corneal abscess of about 1.5 mm. The consumer was diagnosed with left eye corneal abscess. The subconjunctival gentamicin performed and was prescribed tobramycin two drops every two hours during the day. Ofloxin two drops every two hours during the day, atropine for one drop for two days, chloramphenicol ointment four times a day. The doctor asked consumer to revisit next day. The anterior segment of left eye was bulb at rest, perikeratic injection, abscess more cleansed. The final evaluation was that on going therapy was continued and asked to revisit. On next visit the anterior segment had bulb at rest, abscess more cleansed. The doctor continues therapy and adds iridium wipes for eyelid cleaning. On next visit, consumer comes for corneal abscess in os under therapy reports pain, burning, persistent redness. The anterior segment of left eye had chemosis and conjunctival hyperemia with modest secretion, presence of paracentral fluo cloud - due to recent corneal abscess. The current eye condition of consumer was not known at the time of the report. Upon follow up information received from the consumer stating that experienced deep infection which resulted in the perforation of the cornea. At this time of report there is no information regarding the medical records.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.¿ d.4.: this is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of 2024-74872-01. The report created under the manufacturer's internal reference number 2024-74872-02 was generated by mistake and was subsequently canceled. No prior reports were sent regarding this. The manufacturer internal reference number is: (B)(4). H.11 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by a healthcare professional stating that consumer experienced pain after using contact lens. The consumer visited emergency room, was symptomatic with blepharospasm, eyelid edema, abundant white purulent secretions on the eyelashes and central corneal abscess of about 1.5 mm. The consumer was diagnosed with corneal abscess in the left eye. The doctor performed subconjunctival gentamicin therapy and was prescribed with tobramycin two drops every two hours during the day, ofloxacin two drops every two hours during the day, atropine for one drop for two days, combination of tetracycline and chloramphenicol ointment four times a day. The doctor advised consumer to revisit . On the second visit, perikeratic injection was given and abscess more cleansed with anterior segment of left eye bulb was at rest. The final evaluation was that on going therapy was continued and asked to revisit again. On third visit the anterior segment bulb was at rest, abscess was cleansed. The doctor continued the previous therapy and added iridium wipes for eyelid cleaning. On fourth visit, consumer came for corneal abscess in left eye with pain, burning, persistent redness under therapy of ofloxacin, tobramycin and lubricants, discontinued mydriatic. It was observed the anterior segment of left eye had chemosis and conjunctival hyperemia with modest secretion, presence of paracentral fluo cloud due to recent corneal abscess. The current consumer¿s eye condition is unknown at this time of report. No additional information is available at this time of report. Upon follow up information received from the consumer stating that experienced deep infection which resulted in the perforation of the cornea. At this time of report there is no information regarding the medical records.